Manufacturer narrative:
The pump was received with loud motor noise during rewind due to faulty motor. The pump passed the displacement, rewind and basic occlusion test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump is starting to screech when they rewind it. The customer's blood glucose level was 226mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.